Event description:
It was reported that during use of this sagittal saw in a right knee acl reconstruction, the saw leaked a black residue resembling oil into the surgical site. The surgical site was flushed with saline and swabbed. Additionally, antibiotic therapy was given for this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation results: to date, this saw has not been received for investigation. A follow-up report will be filed once an investigation has been done.